Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when a patient presented in clinic for a follow up, dislodgement of the right ventricular lead was observed. Lead exhibited high pacing threshold and poor sensing. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.